Event description:
Staple misaligned when using on the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From the pictures provided from the customer , failure mode reported was unable to be confirmed as "failure to function - other". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Part number is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73h2200852 the staplers were functionally inspected and issue reported "failure to function - other" was not observed in the current manufacturing process, the staples were loaded and released correctly. Failure mode "failure to function - other" could not be confirmed with picture attached. However , it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
Staple misaligned when using on the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned (B)(4) unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned device revealed that the staples appeared properly aligned, and no clear evidence of use in the form of biological material. The trigger was returned partially engaged. The stapler was returned with 31 staples in the cartridge, indicating that at least 4 staples were fired by the customer. No defects or anomalies were observed with the device. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was formed and released properly. This was repeated four times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. One staple did not form properly due to operator error. All other staples were fired and were able to engage and close into the simulated skin with no difficulty. Per DHR the product visistat 35r 6/box lot # 73g2100355 was manufactured on 12 jul 2021 a total of (B)(4) pieces. Lot was released on 19 jul 2021. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming-misaligned staples" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Staple misaligned when using on the patient.